Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found: for 1 event: the investigation determined that the service actions resolved the issue. For 1 event: the issue was caused by a bad measuring cell. For 1 event: the photomultiplier tube high voltage was misadjusted. For 6 events: the investigation could not identify a product problem. The cause of the event could not be determined. The follow-up actions were: for 1 event: the field service engineer (fse) found the high voltage was not acceptable. The fse replaced the pinch valve tubing and the syringe seals. The fse checked the sample probe, reagent probe, and mixer adjustments. The fse checked the performance, high voltage, cell blank, and calibration that were acceptable. For 1 event: the system was inspected. Performance testing was run and results were within specifications. For 1 event: calibration, controls, and precision studies were run and the results were good. For 1 event: the measuring cell and tubing were replaced. The sipper probe was cleaned. Photomultiplier tube high voltage adjustment and performance testing were run; the high voltage normalized and the performance testing passed. A blank cell calibration was performed. Calibration and controls passed. For 1 event: tubing was replaced and the photomultiplier tube high voltage was adjusted. Performance testing and blank cell calibration were performed. Calibrations and controls passed within specifications. For 4 events: there were no follow-up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>9</noe> malfunction events. Questionable low results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 14 patients with the following: 1 patient had a questionable elecsys tsh assay result. 2 patients had questionable elecsys hcg + beta test system results. 3 patients had questionable elecsys probnp ii immunoassay results. 2 patients had questionable elecsys estradiol iii results. 3 patients had questionable elecsys amh results. 1 patient had a questionable elecsys pth stat immunoassay result. 2 patients had questionable elecsys hcg test system results. For 7 patients the patients' ages ranged from 25 to 90 years old. For 2 patients the patients' weights ranged from 174 to 270 pounds. There were 7 females and 2 males.